Event description:
A customer obtained higher than expected vitros tsh quality control results (biorad lot 43220= 0.114, 0.122, 0.114, 0.124, 0.114, 0.122, 0.019, 0.117 vs. Expected result=0.07 miu/l) while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained higher than expected vitros tsh quality control results while using the vitros 5600 system. The root cause for higher than expected tsh quality control results is user error associated with improper fluid handling. Acceptable quality control results were obtained once the operator followed recommended fluid handling.